Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the pt was experiencing drainage at the lead site. The physician discovered an active infection at the lead site and decided to explant the scs system. The physician did not feel that the infection was device or procedure related. The pt was placed on general antibiotics and was reportedly doing fine.